Manufacturer narrative:
Concomitant medical products: product ID: 387445, lot# va09jph, product type: screening device. Product ID: neu_stylet_acc, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that they were unable to get stimulation and impedances were greater than 2000. It was noted this was during the procedure and the product was never implanted. The patient never had therapeutic effect. A different product was used. There were no patient symptoms. There were no diagnostic testing or troubleshooting performed. Additional information has been requested.

Manufacturer narrative:
Final device analysis for the lead revealed no anomaly found. Final device analysis for the stylet revealed no anomaly found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.